Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with a 6 mm steel cannula, after intermittently using meal announcements to manage glucose; the event involved a blood glucose of 52 mg/dl lasting approximately 30 minutes and was discussed with the user as an improper practice that could lead to adverse outcomes. Symptoms included hypoglycemia without reported neuroglycopenic or autonomic manifestations. Outcomes included resolution of the event with oral carbohydrate treatment using candy and juice, without assistance and without hospitalization. Investigation included case review, user interview, and troubleshooting with education regarding appropriate use of meal announcements and hypoglycemia management. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear, with no device malfunction reported and no device component performance issues identified; user technique was addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.